Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that insulin pump was not working and there was no response from any button. Customer was not able to press any key and screen was frozen with notification that bolus was not delivered. Customer stated that time clock did not advance and now time clock advances. Customer stated that insulin pump had power loss alarm and insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.